Manufacturer narrative:
D4: UDI number unavailable. G4: 510k number unavailable. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm for ¿key stuck¿. It is unknown if there was patient involvement, no adverse patient effects were reported.